Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by customer that they had been hospitalized for low blood glucose levels. Customer was at the gym when even occurred and declined providing further information. Nothing further reported.